Manufacturer narrative:
The device was not returned for analysis. The lot history record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right coronary artery. The lesion was pre-dilated with a 2.0 unspecified balloon and a 2.0x12mm xience sierra stent was implanted. Post dilatation was performed with a 2.0mm non-compliant balloon and a distal edge dissection was observed. The dissection was covered with another same size xience sierra stent with timi flow iii noted. There was no adverse patient sequela and no clinically significant delay was reported. No additional information was provided.